Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using a chocolate balloon (5*120), balloon deflation difficulties occurred and the device would not deflate at the lesion site in the mid superficial femoral artery, which was moderately calcified and tortuous. The constraint wire of the chocolate balloon separated, and the product could not re-enter the 6f sheath. The device was prepped according to instructions for use with no issues identified, and no abnormalities in anatomy or packaging were noted. No embolic protection was used, and the balloon was inflated with a syringe. The patient is alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: minimal resistance was noted during advancement. The nitinol cage did not detach off the balloon. Detachment occurred within the sheath. The balloon did fully deflate and was removed by pulling with resistance. The device was safely removed from the patient and no vessel damage was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. An inspection of the returned device found bunching on the proximal end of the balloon and the nitinol cage still on the balloon. The device was flushed, and an 0.018¿ guidewire was loaded. An indeflator was attached to the device and the balloon was inflated to its rated burst pressure (rbp) of 12atms and the bunching disappeared. The balloon was then fully deflated in approximately 13 seconds. A visual inspection found that the bunching was still evident post deflation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.